Event description:
Pt no longer receiving pain relief from the stimulator. Old stimulator removed and new one placed with good coverage of pt's pain. The surgeon felt that the lead appeared to have failed in the distal wires.